Manufacturer narrative:
(B)(4).

Event description:
The patient fell down in the dark and landed on the implantable neurostimulator. Afterward stimulation was intermittent and palpation caused stimulation changes. Stimulation sensation could only be felt if direct pressure was applied to the implantable neurostimulator. The patient was at home. Her status was reported to be fair. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.